Event description:
It was reported that the pt's neurostimulator was explanted, due to intractable pain at the device site. The device was not replaced and the pt outcome was reported as continued symptoms of nausea and vomiting.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.